Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen had multiple colored lines that blocked the graphics and text. There was no patient involvement as the pump was being used for demonstration purposes only.